Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes/ migration') and uterine perforation ('uterine perforation/ migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), fatigue ("fatigue") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2015- hyst. (Full)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, abdominal pain, back pain, dyspareunia, psychological trauma, fatigue, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, fallopian tube perforation, fatigue, migraine, pelvic pain, psychological trauma, uterine perforation and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Event injury nos replaced with perforation fallopian tubes, uterine perforation, migration, pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), psych injury, fatigue, migraine and weight gain added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.